Manufacturer narrative:
One 3 lesion nt1100 rf generator was received for analysis. Visual inspection of the returned product revealed minor scratches on the upper assembly and back cover. User defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as the issue reported was not reproducible during the functional testing.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator did not reach temperature and the case was cancelled. Troubleshooting steps included performing a grounding pad test with different grounding pads and probes. Motor and sensory would work, but when attempting to perform ablation, an "unsafe probe" error message was noted on all 3 ports. The procedure was cancelled with no adverse patient consequences.